Event description:
Later it discovered that this device was replaced on (B)(6) 2024 due to end of service. The device has not been returned to date.

Event description:
It was reported that the patient's device had disabled due burst watchdog timeout as the magnet and autostim output currents were both set to same output current at the time of the error. The physician was unable to reenable the device as there was difficulty interrogating the device after the event, therefore the patient left the clinic with the device disabled. Internal investigation revealed that this issue was related to an unintended design issue within the firmware, which allowed a few additional seconds of stimulation (on time) to accumulate enough to trigger the burst watchdog timeout event when certain conditions were met involving autostim and magnet modes. No other relevant information has been received to date.